Event description:
It was reported that a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer generated a leak during patient use. The reporter stated, ¿the solution leaked from the air vent." The event occurred during infusion. It was also mentioned that there was no concomitant drug, no concomitant device, no bleed-back, with an unknown name of chemo drug, and no bio-hazard. The device was not reprocessed/resterilized. There was no adverse event/patient harm, and no delay in critical therapy. There was no unprotected chemo exposure in this event. The set was replaced and therapy resumed. There was no patient or healthcare provider harm. This is report one of four reports.

Manufacturer narrative:
Received one (1) used 011-c32029 extension set w/0.2 micron filter for inspection. As received the filter vents were wetted out with prior infusate. The extension set was leak-tested per product specifications. There was leakage from the inlet and outlet filter vents of the 0.2 micron filter. The reported complaint can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.